Manufacturer narrative:
Additional related report number mrn 2916596-2026-02336 no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2026 that the patient was given a new mobile power unit (mpu) on (B)(6) 2026 (mrn 2916596-2026-02336). On (B)(6) 2026, the patient was connected to the mpu when they lost external power. The patient switched to battery power and noticed that the mpu had no power. The patient tried a different power source without success. The patient was given a new mpu as the mpu would not power up when plugged in.